Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the during the smr upgrade, faulty controller display was noted. It was changed to a new controller. The patient was fine.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since this complaint is related to a display error. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the lcd's intensity gradually diminishing. The lcd module was replaced with a known "good" display module and the controller performed as intended. The most likely root cause of the reported event can be attributed to a faulty lcd module. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.